Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol, 8 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The available iegms showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegms showed flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.

Event description:
This device was returned without oos documentation from (B)(4). The following physician¿s office has no record that this system was explanted. (B)(4) have no record of this patient. The date and reason for removal is unknown. No adverse events for this patient have been reported. No complaints associated with the functionality of this device have been reported. Should additional information become available, this file will be updated.